Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. The manufacturer's field service engineer could not reproduce the reported condition. The manufacturer's field service engineer replaced the touch screen assembly as a proactive measure. The device passed testing and was deemed fit for service.

Event description:
The customer reported a ventilator with a touch screen issue. There was no patient involvement/harm.